Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had ¿terrible pains¿ in her stomach since yesterday and had increased stimulation yesterday . She was not currently feeling stimulation. She was not able to communicate with the remote. The change in symptom was considered sudden. It was later, patient reported that she took tylenol and the intense pain went away and it had not returned. She was not sure about communication with the implant. She did not know if she was supposed to have impulse all the time or not. She did not think it was working quite right. She would make an appointment to see someone this week.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that patient was seeing a poor communication icon on the patient programmer

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.